Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the battery was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. As a result, the reported "battery not providing power" event could not be confirmed or duplicated during testing. Log file analysis revealed a controller power up event on (B)(6) 2020 at 09:58:20. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 92% relative state of charge (rsoc) and a power adapter was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and another battery was connected to power port two (2). The controller was without power for 10 seconds. As a result, the reported loss of power event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial#: (B)(6); d10: yes, return date: 10-feb-2020; h3: yes dev rtn to MFR? Yes; h6: device code(s): cxxxxx h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2019/ serial or lot#: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 02-mar-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a brief loss of power to the controller when the patient changed the battery. The controller ¿failure¿ was attributed to the battery not providing power and the way the patient changed out the battery. It was further reported that the pins of the controller were brushed, and the battery was lubricated, however the battery still did not deliver any power to the controller. The battery was exchanged, and the controller remains in use. No patient complications have been reported as a result of this event.